Manufacturer narrative:
(B)(4).

Event description:
It was reported inappropriate ventricular tracking and inappropriate mode switches were observed due to atrial lead noise detected on the atrial channel. Programming changes were made to the device atrial sensitivity setting. No further information is available.